Manufacturer narrative:
On (B)(6) 2024, mentor was notified that the mass/lump in the left breast was related to the shape of the deflated implant and the implant was not protruding through the skin. Therefore, breast mass is no longer applicable to this file. On (B)(6) 2024, mentor received an mammogram imaging report which indicated there were benign calcifications in the breasts. As an event was reported for the contralateral side, another file was generated to document the event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2024-03578 for the contralateral event. Reason for device explant and/or reoperation: implant site calcifications manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation, breast mass. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 325cc mentor siltex round moderate profile saline breast implant prosthesis. Post-operatively, the patient reported experiencing a fold in the left implant and then the implant deflated. The healthcare professional provided that the patient developed a fold/lump which moved to the bottom the breast and protruded through the skin. It is unclear whether the lump was a fold in the implant or if the patient had a breast mass. Additionally, it is unclear if the implant protruded through the skin or the mentioned lump. As a result, the patient underwent unilateral removal and replacement with a left-sided 300cc mentor smooth round moderate profile saline breast implant on (B)(6) 2024. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.